Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and genital haemorrhage ("abnormal bleeding") in an adult female patient who had essure (ess205) (batch no. 509798) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6)2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), rash ("skin rash"), tooth disorder ("dental issues"), menorrhagia ("heavy prolonged periods"), migraine ("migraines"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)") and pain ("left sided pain during and after intercourse"). The patient was treated with surgery (to remove essure implant). Essure (ess205) was removed in (B)(6) 2013. At the time of the report, the pelvic pain, genital haemorrhage, rash, tooth disorder, menorrhagia, migraine, abdominal pain, dyspareunia and pain outcome was unknown. The reporter considered abdominal pain, dyspareunia, genital haemorrhage, menorrhagia, migraine, pain, pelvic pain, rash and tooth disorder to be related to essure (ess205). Diagnostic results: (B)(6)2006, procedure: hysteroscopic essure tubal sterilization, trailing coils: left-2 coils. Right-3 coils. (B)(6)2006 pelvic ultrasound, impression: negative study. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-aug-2018: quality safety evaluation of ptc (product technical complaint). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain'), genital haemorrhage ('abnormal bleeding'), systemic lupus erythematosus ('lupus') and seizure ('seizures') in an adult female patient who had essure (ess205) (batch no. 509798) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pelvic pain. Previously administered products included for an unreported indication: ibuprofen, propoxyphene and acetaminophen. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), systemic lupus erythematosus (seriousness criterion medically significant), seizure (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse) / left sided pain during and after intercourse"), menorrhagia ("heavy prolonged periods"), rash ("skin rash"), tooth disorder ("dental issues"), migraine ("migraines") and skin disorder ("skin condition"). The patient was treated with surgery (to remove essure implant). Essure (ess205) was removed in (B)(6) 2013. At the time of the report, the pelvic pain, genital haemorrhage, systemic lupus erythematosus, seizure, abdominal pain, dyspareunia, menorrhagia, rash, tooth disorder, migraine and skin disorder outcome was unknown. The reporter considered abdominal pain, dyspareunia, genital haemorrhage, menorrhagia, migraine, pelvic pain, rash, seizure, skin disorder, systemic lupus erythematosus and tooth disorder to be related to essure (ess205). The reporter commented: (B)(6) 2006, procedure: hysteroscopic essure tubal sterilization, trailing coils: left-2 coils, right-3 coils. On (B)(6) 2006 pelvic ultrasound, impression: negative study. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2013: confirmation test done : yes result : unknown. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-nov-2019: pfs received. New events - seizures and lupus added. Event of left sided pain during and after intercourse clubbed with dyspareunia. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in an adult female patient who had essure (ess205) (batch no. 509798) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pelvic pain. Previously administered products included for an unreported indication: ibuprofen, propoxyphene and acetaminophen. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding"), systemic lupus erythematosus ("lupus"), seizure ("seizures"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse) / left sided pain during and after intercourse"), menorrhagia ("heavy prolonged periods"), rash ("skin rash"), tooth disorder ("dental issues"), migraine ("migraines"), skin disorder ("skin condition"), autoimmune disorder ("autoimmune disorder/autoimmune disorder type of disorder"), nervous system disorder ("neurological conditions/ neurological conditions or problems type"), nausea ("nausea") and vomiting ("gastrintestinal or digestive system type condition type vomitting") and was found to have weight decreased ("weight gain / loss (specify which one)"). The patient was treated with surgery (to remove essure implant). Essure (ess205) was removed in (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, systemic lupus erythematosus, abdominal pain, dyspareunia, menorrhagia, rash, tooth disorder, migraine, skin disorder, autoimmune disorder, nervous system disorder and nausea outcome was unknown, the seizure and vomiting had resolved and the weight decreased was resolving. The reporter considered abdominal pain, autoimmune disorder, dyspareunia, genital haemorrhage, menorrhagia, migraine, nausea, nervous system disorder, pelvic pain, rash, seizure, skin disorder, systemic lupus erythematosus, tooth disorder, vomiting and weight decreased to be related to essure (ess205). The reporter commented: (B)(6) 2006, procedure: hysteroscopic essure tubal sterilization, trailing coils: left-2 coils, right-3 coils. (B)(6) 2006 pelvic ultrasound, impression: negative study. Discrepancy noted date(s) of removal: (B)(6) 2013, (B)(6) 2013 and (B)(6) 2014. Current weight 120 lbs. Discrepancy noted in essure confirmation test mentioned as she did not undergo confirmation test as well essure device was successfully occluded. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2013: confirmation test done : yes result : unknown. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, pain. Most recent follow-up information incorporated above includes: on 24-jun-2020: pfs received: aka name and events added from pfs- autoimmune disorder, nervous system disorder, nausea, weight loss and vomiting. Essure removal date, events outcomes were updated. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in an adult female patient who had essure (ess205) (batch no. 509798) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pelvic pain. Previously administered products included for an unreported indication: ibuprofen, propoxyphene and acetaminophen. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding"), systemic lupus erythematosus ("lupus"), seizure ("seizures"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse) / left sided pain during and after intercourse"), menorrhagia ("heavy prolonged periods"), rash ("skin rash"), tooth disorder ("dental issues"), migraine ("migraines"), skin disorder ("skin condition"), autoimmune disorder ("autoimmune disorder/autoimmune disorder type of disorder"), nervous system disorder ("neurological conditions/ neurological conditions or problems type"), nausea ("nausea") and vomiting ("gastrintestinal or digestive system type condition type vomitting") and was found to have weight decreased ("weight gain / loss (specify which one)"). The patient was treated with surgery (to remove essure implant). Essure (ess205) was removed in (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, systemic lupus erythematosus, abdominal pain, dyspareunia, menorrhagia, rash, tooth disorder, migraine, skin disorder, autoimmune disorder, nervous system disorder and nausea outcome was unknown, the seizure and vomiting had resolved and the weight decreased was resolving. The reporter considered abdominal pain, autoimmune disorder, dyspareunia, genital haemorrhage, menorrhagia, migraine, nausea, nervous system disorder, pelvic pain, rash, seizure, skin disorder, systemic lupus erythematosus, tooth disorder, vomiting and weight decreased to be related to essure (ess205). The reporter commented: (B)(6) 2006, procedure: hysteroscopic essure tubal sterilization, trailing coils: left-2 coils, right-3 coils. (B)(6) 2006 pelvic ultrasound, impression: negative study. Discrepancy noted date(s) of removal: (B)(6) 2013, (B)(6) 2013 and (B)(6) 2014 current weight 120 lbs. Discrepancy noted in essure confirmation test mentioned as she did not undergo confirmation test as well essure device was successfully occluded. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2013: confirmation test done : yes result : unknown. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, pain. Lot number: 509798 manufacturing date: 2006-03 expiration date: 2008-02. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jul-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and genital haemorrhage ("abnormal bleeding") in an adult female patient who had essure (ess205) (batch no. 509798) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), rash ("skin rash"), tooth disorder ("dental issues"), menorrhagia ("heavy prolonged periods"), migraine ("migraines"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)") and pain ("left sided pain during and after intercourse"). The patient was treated with surgery (to remove essure implant). Essure (ess205) was removed in (B)(6) 2013. At the time of the report, the pelvic pain, genital haemorrhage, rash, tooth disorder, menorrhagia, migraine, abdominal pain, dyspareunia and pain outcome was unknown. The reporter considered abdominal pain, dyspareunia, genital haemorrhage, menorrhagia, migraine, pain, pelvic pain, rash and tooth disorder to be related to essure (ess205). Diagnostic results: (B)(6) 2006, procedure: hysteroscopic essure tubal sterilization, trailing coils: left-2 coils right-3 coils. (B)(6) 2006 pelvic ultrasound, impression: negative study. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, pain. Most recent follow-up information incorporated above includes: on 20-jun-2018: plaintiff fact sheet and medical record received. Reporter information, patient¿s demographic information and lab data updated. Essure lot number, indication female sterilization was added. Essure start date updated from jun-2006 to 28-jul-2006. Events pain, dyspareunia were newly added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), rash ("skin rash"), tooth disorder ("dental issues"), menorrhagia ("heavy prolonged periods"), migraine ("migraines") and abdominal pain ("abdominal pain"). The patient was treated with surgery (to remove essure implant). Essure (ess205) was removed in (B)(6) 2013. At the time of the report, the pelvic pain, genital haemorrhage, rash, tooth disorder, menorrhagia, migraine and abdominal pain outcome was unknown. The reporter considered abdominal pain, genital haemorrhage, menorrhagia, migraine, pelvic pain, rash and tooth disorder to be related to essure (ess205). Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.